Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: can not determine. Source: phone.

Event description:
Customer reporting 1 false positive asymptomatic sars patient result. Customer communicated the results were confirmed negative at another site (unknown timneframe and method).